Event description:
The patient reportedly experienced lack of progress and loss of lock. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. The patient was seen at the center for evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device has been scheduled.